Manufacturer narrative:
Device alarmed compromised force sensor system alarm during priming due to motor high current draw. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to motor anomaly. Device received with cracked case at display window corners. Device received with corroded battery tube. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have high blood glucose because the device was not giving her the insulin that she needed. Customer's blood glucose was over 400 mg/dl. Device alarmed no delivery alarm and compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.